Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Additional information received noting about a month after the patient's dose reduction to 5mg bid of eliquis, they would have another dose reduction to 2.5mg bid. Event resolved approximately a month after onset.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volite¿ xc in the neck for a total volume of 1.2mls and again a month later. Approximately a little less than 6 months later, patient experienced pain and swelling in the left leg swelling and tenderness on inferior posterior calf near achilles. An ultrasound performed and showed a blood clot, deemed not device related. Another ultrasound performed and showed an occlusive thrombus in the left peroneal trunk extending to the posterior tibial vein in the left leg. Bloodwork returned grossly normal. Patient was treated with prescription for 10mg oral eliquis bid. Patient was hospitalized for one day and dicharged. A week after the admission, patient's eliquis dose dose was reducted to 5mg bid. Medication and event still ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11006 (abbvie complaint #(B)(4)). This MDR is being submitted for the 2nd injection, juvéderm® volite¿ xc.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f08. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of acute deep vein thrombrosis, deemed not device related is considered an unexpected adverse drug experience.